Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device would not inflate. There was fluid loss. Leak cause not found. All components were explanted and replaced. No further complications.